Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 30 mg/dl at the time of the incident. The customer was at 67 mg/dl at the time of the call. The customer used food and was given gel and sugar to treat. The customer experienced symptoms such as a seizure, shaking, and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the customer was assisted with settings change to a lower basal rate. The customer had another low requiring emergency medical assistance on (B)(6) 2019. The insulin pump will not be returned for analysis.